Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to address the finding. The fse tested the unit; the unit was fully operational. The unit was within the manufacturer's specification and was returned to service. When the navigation ring is not functioning or if it cannot be used to enter or change settings while the device is in use, parameters can be adjusted using the touch screen, therefore the device will continue to function and provide ventilation to a patient. Thus there is no risk to the patient. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) reported that the unit's navigation ring (nav-ring) was inoperative during servicing. There was no patient involvement reported.